Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noise, which was on all three channels. The oversensing resulted in detection of ventricular fibrillation, but no inappropriate therapy was delivered. Defibrillation testing was performed at least sensitive. Following shock delivery, noise was observed, resulting in detection and subsequent device charging. An x-ray revealed no signs of lead fracture. The device was explanted and the leads tested normal throught the pacing systems analyzer. Insulation damage was observed to this coronary sinus implantable lead. It was therefore capped. A new crt-d was implanted and no noise was observed. An issue with the device header is suspected. The explanted device was returned. Preliminary analysis revealed the oversensing resulted in pacing inhibition.